Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block g2: literature source: assantachai, k., srinualnad, s., leewansangtong, s., taweemonkongsap, t., liangkobkit, k., chotikawanich, e. Surgical outcomes of patients who underwent retrograde intrarenal surgery using a ureteral access sheath to manage kidney stones sized 1-2 cm compared between patients who did and did not undergo preoperative ureteral stenting. Heliyon 9 (2023) e15801, https://doi.org/10.1016/j.heliyon.2023.e15801. Block h6: imdrf patient code e2009 captures the reportable event of laceration. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf impact code f12 captures the reportable event of serious injury/illness.

Event description:
It was reported to boston scientific via an article published in the heliyon journal. The study was to evaluate the surgical outcomes of patients who underwent retrograde intrarenal surgery (rirs) using a ureteral access sheath (uas) to manage kidney stones sized 1 to 2 cm compared between patients who did and did not undergo preoperative ureteral prestenting. The retrospective study involved 166 patients treated between february 2015 and february 2020. The patients were placed in the lithotomy position. Furthermore, a senso ptfe-nitinol guidewire with a hydrophilic tip and an amplatz super stiff guidewire were used in the procedure, some patients experienced intraoperative complications, including ureteral wall injury following rirs with uas. Postoperatively, a subset of patients developed fever, characterized as a febrile state with hemoculture results indicating no growth, while urosepsis was defined by positive hemoculture results for bacterial organisms. None of the patients in this study required blood transfusions due to bleeding. Six months post-surgery, there were no detectable ureteric strictures or new occurrences of hydronephrosis or hydroureter in any of the study participants.

Manufacturer narrative:
B3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. D4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. G2: literature source: assantachai, k., srinualnad, s., leewansangtong, s., taweemonkongsap, t., liangkobkit, k., chotikawanich, e. Surgical outcomes of patients who underwent retrograde intrarenal surgery using a ureteral access sheath to manage kidney stones sized 1-2 cm compared between patients who did and did not undergo preoperative ureteral stenting. Heliyon 9 (2023) e15801, https://doi.org/10.1016/j.heliyon.2023.e15801. H6: imdrf patient code e2009 captures the reportable event of laceration imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e0505 captures the reportable event of hematoma. Imdrf impact code f12 captures the reportable event of serious injury/illness. H11: additional information: updated field block e1: initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, and, initial reporter zip/post code.

Event description:
It was reported to boston scientific via an article published in the heliyon journal. The study was to evaluate the surgical outcomes of patients who underwent retrograde intrarenal surgery (rirs) using a ureteral access sheath (uas) to manage kidney stones sized 1 to 2 cm compared between patients who did and did not undergo preoperative ureteral prestenting. The retrospective study involved 166 patients treated between february 2015 and february 2020. The patients were placed in the lithotomy position. Furthermore, a senso ptfe-nitinol guidewire with a hydrophilic tip and an amplatz super stiff guidewire were used in the procedure, some patients experienced intraoperative complications, including ureteral wall injury following rirs with uas. Postoperatively, a subset of patients developed fever, characterized as a febrile state with hemoculture results indicating no growth, while urosepsis was defined by positive hemoculture results for bacterial organisms. None of the patients in this study required blood transfusions due to bleeding. Six months post-surgery, there were no detectable ureteric strictures or new occurrences of hydronephrosis or hydroureter in any of the study participants.